Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. 1627487-2013-23095. It was reported, the patient experienced numbness in his right shin and his right foot with stimulation on or off that began on (B)(6) 2013. The patient will consult with his physician as the next course of action.